Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, a review of the historical performance, and a review of product labeling. The ticket searches determined normal complaint activity for the lot. The trending report review did not identify any trends. A review of product quality history for the lot number did not identify any issues. A review of the historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Accuracy testing was completed using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated troponin result of 322.9 pg/ml, when processing on the architect i2000. The patient was treated with anticoagulant therapy after the initial result was reported to the physician. The type of anticoagulant therapy is unknown. The retest result was 10 pg/ml. The initial sample was sent to another lab and they reported a low test result. The customer also stated they have not been informed on the current state of the patient.